Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of 468 mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. The customer changed pump supplies and continued to use the pump for insulin therapy.